Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and was unable to duplicate the reported issues. Physio downloaded the electronic records from the customer¿s device and was able to confirm that their device experienced several inappropriate loss of power. Physio confirmed that the battery pins and all internal connections were properly connected. The battery pins were replaced as part of preventative maintenance. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device powered off by itself four times during a patient event. The customer advised that the patient had a non-shockable ECG rhythm. This issue is patient related; however there was no adverse patient outcome reported. No further details were provided by the customer. Physio-control has made multiple attempts to contact the customer for further information on the event and patient, but has been unsuccessful.

Manufacturer narrative:
The initial medwatch report indicates: health professional ¿ no health professional occupation ¿ blank hp occupation - other ¿ blank the initial medwatch report should indicate: health professional ¿ yes health professional occupation ¿ other healthcare professional hp occupation - other ¿ paramedics services deputy chief additional information: the customer provided patient information. The customer advised that the patient, a 25 year old male did not survive. The customer, a health care professional advised that the device use did not contribute to the patient outcome, but was due to the patient¿s condition.

Event description:
The customer contacted physio-control to report that their device powered off by itself four times during a patient event. The customer advised that the patient had a non-shockable ECG rhythm. This issue is patient related; however there was no adverse patient outcome reported. No further details were provided by the customer. Physio-control has made multiple attempts to contact the customer for further information on the event and patient, but has been unsuccessful.